Event description:
It was reported that insulin gauge did not always accurately display amount of insulin in cartridge. There was no reported impact to the customer¿s blood glucose level. Customer had already reported issue to customer support team and declined further follow up, and no additional information was received regarding outcome of event.